Event description:
It was reported that when the external pulse generator (epg) was connected to the patient, the low battery indicator light appeared. During the battery exchange, there was no back up pacing. The epg was sent for repair. Since the patient had an intrinsic heart rate of 70 bpm, there were no patient complications reported.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis found no anomaly.